Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was in intensive care unit due to high blood glucose of over 600 mg/dl and diabetic ketoacidosis from september 10 to (B)(6) 2019. Customer stated that customer was unconscious when hospitalized. Customer was treated with intravenous drip. Customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.